Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device was not received for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that shaft break occurred. A 3.0x12 nc quantum apex balloon catheter was advanced for dilatation. However, the balloon shaft broke in the guide catheter. The broken shaft was retrieved from the patient. The procedure was successfully completed. No patient complications were reported and the patient's status was fine.